Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. One day postoperatively, the patient presented with diffuse lamellar keratitis (dlk) in the right eye (od). A flap lift and rinse was performed od the next day, and a second flap lift and rinse was performed od three days later, the patient's preoperative bcva was 20/20 + and postoperative ucva is currently 20/20. The patient responded to treatment and the dlk resolved. The association between the event and the device is unk.

Manufacturer narrative:
On 9/27-28/06, an intralase field service engineer inspected the laser and verifed the system performed as intended, met specifications during and upon departure. Additionally, on 9/28/2006, an intralase senior clinical application specialist performed an investigaton and provided surgery support. The laser settings were optimized to doctor's perference and the laser was found to meet specifications.